Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 09k08 that has a similar product distributed in the us, list number 3b22-22. (B)(4).

Event description:
The customer states that since (B)(6) of 2011 a pregnant female patient has generated false negative axsym toxo igg assay results (0.3, 0.5 iu/ml). The patient went to the hospital and at that lab on an architect i2000 platform generated a positive toxo igg result of 8 iu/ml. A sample stored at the customer's serum bank was then sent to the hospital lab and also tested positive at 10 iu/ml for toxo igg on the architect platform. A sample was sent to a toxo reference lab for further analysis. There is no impact to patient management reported.

Manufacturer narrative:
The initial report was submitted on an international product list number 09k08-20, abbott axsym toxo igg that has a similar product distributed in the us, list number 3b22-22. It was determined by additional information that the suspect device is architect toxo igg, list number 06c19, which has no similar product distributed in the united states. This MDR (manufacturer's report#: 1415939-2012-0034) was inadvertently filed in error.